Manufacturer narrative:
After completing the investigation, the cause for the alleged event could not be confirmed. No alleged component level issue was reported and no defects were found with the product. The issue was resolved for the customer by properly instructing the customer on how to operate the power-load.

Event description:
It was reported by service report that the trolley is not locking into the transfer of the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the trolley is not locking into the transfer of the power load system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.